Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback the physician noticed the catheter was getting stuck to the wire. The physician manipulated the wire and pulled the catheter back, but the wire was pulled back as well. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the tip was tuck on the floppy end of the guidewire and the male telescope was detached from the sleeve. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted).

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback the physician noticed the catheter was getting stuck to the wire. The physician manipulated the wire and pulled the catheter back, but the wire was pulled back as well. The procedure was completed with another of same device. There were no patient complications.